Event description:
The company was informed that the recipient did not like the placement of the device and a surgery was performed to reposition the recipient's device.

Manufacturer narrative:
(B)(4). The recipient reportedly underwent repositioning surgery on (B)(6) 2015. The recipient's device was activated and the recipient is doing well. The recipient remains implanted. This is the final report.